Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 460 units of insulin. The customer declined to provide blood glucose value, but reported blood glucose level was not impacted. The customer loaded a new cartridge successfully and received an accurate fill estimate. During a follow-up call on (B)(6) 2016, the customer reported that the issue has been occurring intermittently. Reportedly, the customer's blood glucose (bg) level ranged from 400-500 (mg/dl). The customer declined high bg troubleshooting with tandem technical support.